Event description:
The patient was at home asleep, attached to a cad pump, heard the pump alarm and saw that the catheter was fractured off approximately 1cm from the reinforcement. The catheter was held in place by the sutures. Once the catheter was clamped off, the patient was taken to the accident and emergency department of hospital for removal of the catheter.